Event description:
It was reported that cassette locking mechanism was not working. Review of the investigation results confirmed lock sensor is defective. Malfunction is reportable based on investigation findings. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that cassette locking mechanism was not working. There was no applicable service history. Visual and functional testing was performed. The lock sensor was defective, confirming event. This condition could lead to interruption of therapy. The event is reportable based on the investigation result. The lock sensor will be replaced.